Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2025. During the procedure, the clip would not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.